Manufacturer narrative:
Correction information provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by optometrist stating that the consumer wears contact lenses only while boxing for one hour and had experienced corneal ulcers and epithelial defects and has to returned multiple times with the same issue with these lenses. Consumer never had any issues with his non-alcon contact daily lenses in the past. The current status of the consumer¿s eye is unknown at the time of this report. Additional information has been requested but not yet received. Additional information was received which stated that the consumer experienced corneal ulcers and epithelial defects in the left eye twice. The consumer was prescribed with moxifloxacin one drop four times a day for seven days in both the instances. There were no deposits on the contact lenses. The consumer had not resumed wearing the contact lenses. Currently the symptoms are resolving with the treatment at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).